Manufacturer narrative:
Batch review performed on 17 june 2019: lot: 1901036, code 11.01002: (B)(4) items manufactured and released on 22 february 2019. Expiration date: 2024-02-21. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold. Concerning the semi-finished device subject of this case: code 77.11.0063, lot mat27910: (B)(4) items manufactured and released on 20 december 2018. No anomalies found related to the issue, 3 similar cases received up to now. Preliminary investigation performed by r&d project manager: from the analysis of the images it is not possible to identify the real cause of the breakage. We can imagine that the breakage could be happened due to excessive tightening force applied during femoral implant fixation and/or , the surgeon tried to adjust the flexion of the femoral component. In any case we are investigate a new design of the impacting head in order to increase the radii of the external shape, increasing the surface in contact with the femoral component and increasing the resistance section of the device.

Event description:
During the primary knee surgery, the gmk efficiency femur impactor broke while the surgeon was trying to place the femoral component. No fragments fell into the patient and the surgeon was able to impact the implant with a metal femoral impactor. There was no delay in the case and the surgery was completed successfully.